Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 7072402 / 7072176.

Event description:
It was reported that the patient had an infection at the ipg and lead incision sites. Symptoms of infection were open wounds with discharge. The infection was not device related nor procedure related. The patient was prescribed antibiotics and underwent an explant procedure. The patient was doing well postoperatively. All device components were explanted and will not be returned.